Event description:
The reporter stated that the their dexcom sensor failed before the anticipated life span of 10 days. The reporter contacted dexcom to report the sensor failure and requested a replacement. Dexcom refused the replacement stating the sensor had lasted 10 full calender days.